Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with an av impulse system. The customer reports "while using av impulse on a patient for 8-9 days post-op, the patient developed skin breakdown on plantar surface and side of foot. Patient was readmitted to the hospital with cellulitis to right leg and foot." The customer also reports, "the machine/product did not malfunction, it was found that the impad was incorrectly applied."